Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 242 mg/dl. Customer states the display was blank less than 30 seconds. Customer states that pump was alarming she had a low blood glucose then she had a high blood glucose and then she tried to calibrate and it was not accepted . Customer states that her blood glucose was in the 80's mg/dl and then the pump was telling her to check her blood glucose and customer states when she first checked she was 209 mg/dl and then pump asked her to check again sg was saying her bg was 242 mg/dl when she checked customer blood glucose was 246 mg/dl and customer states she is not sure if she received bolus of if pump gave more insulin. The customer lost battery cap . Customer dropped battery cap in car when trying to inspect it. Customer was unable to find batter cap. The customer unable to complete troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.